Event description:
The catheter was zeroed and implanted on a pt. However, it immediately started giving erroneous readings. The catheter was removed and zeroed again but without implanting. It continued to give erroneous readings.